Manufacturer narrative:
No device will not be returned. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported staff members are injuring their wrists or fingers when tightening the pole clamp. The clamp is hard to tighten and even harder to take off when tightened. Some have gotten evaluated by their physician and are being put on modified restricted work orders.